Manufacturer narrative:
The message log and safety data for this event have been requested but has not been received. The customer reported that repeat testing was performed to confirm correct results. The customer states there has not been any other discrepant results. The cause for this event is unknown.

Event description:
The customer reported discrepant troponin results. There was no injury reported due to this event.